Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of fiber broke. Reported event of fiber misfired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a lithotripsy procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was a lumenis 100w console. According to the complainant, upon preparation, when the laser fiber was tested outside the patient, the aiming beam was breaking near the fiber tip about 1 cm into the green cladding. It was noted that the fiber had a crack where the aiming beam was breaking out. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.